Event description:
Allegation of falsely elevated free t4 results. Initial free t4 result of 24.9 pmo/l. Same sample tested using a different method recovered 25.1 pmo/l. A previous sample, tested from the same pt gave free t4 result of 23.6 pmo/l. Antibody testing against free t4 is negative. The investigational unit was able to confirm the elevated free t4 result. Due to insufficient sample, further investigation is not possible.